Manufacturer narrative:
Suspect medical device. Common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. PMA/510k: den170015. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. However, all the components were not included in the return (no catheters were returned), therefore a complete evaluation was not possible. The device was returned with the on/off switch in the "off" position with the red activation knob was disengaged in the handle for deactivation of the carbon dioxide cartridge. Powder residue was found at the catheter connection. When tested as returned, the device did not spray. The red activation handle was removed, and no carbon dioxide remained in the cartridge. The lance position was measured using a specified tool and found to be positioned correctly. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. When retested with a new carbon dioxide cartridge, the device would not spray. When the button was depressed, carbon dioxide was heard filling the device in attempt to spray powder, but no powder was sprayed. Leakage of carbon dioxide was not heard. The device was disassembled and the tubes were disconnected for removal of the powder. The nozzle of the device was found to have small clumps of darkened powder. Clumps and darkened chunks of powder were observed in the tube between the low pressure valve and on/off valve. A visual of the cannula and hole in the bottom of the powder chamber showed it to be clear. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the root cause for report of unable to spray was an internal clog within the device. The cause of the internal clog is unknown. A definitive cause for the reported observation could not be determined because the condition of the product said to be involved prohibited a complete evaluation (catheters were not returned with device). A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Catheter occlusion can lead to an internal clog. Catheter occlusion can be a cause of this device not being able to spray powder. Catheter occlusion can be related to the handling of the device during the procedure. To assist the user, the instructions for use state the following, "note: do not test device prior to insertion into endoscope accessory channel as this may increase risk of catheter occlusion. Precaution: to avoid catheter occlusion, do not place catheter directly in contact with blood and/or mucosa, including any pooled blood and do not aspirate blood while catheter is in accessory channel. Note: if catheter becomes occluded, turn red valve to closed position, remove catheter from endoscope and replace with extra catheter provided in package." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a hemostasis procedure, the physician used a cook hemospray endoscopic hemostat. The device was placed down the working channel and the valve was opened to deploy the powder into the catheter. When the user pressed the button, no powder came out. There was no carbon dioxide that came out either. A new hemospray device was opened and used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.